Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while connected to a patient, a technical alarm regarding safety valve open were generated. There was no patient harm. (B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #:(B)(4). Getinge USA sales, llc (B)(4). Contact peron: (B)(6). The ventilator was investigated on site and expiratory channel printed circuit (pc) board and the safety valve pull magnet was replaced and returned for investigation. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was installed in a ventilator for simulated use testing. The pre-use check failed the internal leakage test since the safety valve is open, when it was expected to be closed. The safety valve pull magnet was working as expected. The conclusion of the investigation is that the issue occurred, due to a short circuit in a capacitor that is part of the electronics for safety valve function. Evaluation of the received device logs shows a matching event at 03:39 on the reported date.